Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's ins quit and they saw a power on reset (por) message. The patient was on a cruise with x-ray machine security. The message was an informational por and the patient was able to successfully clear the por. The patient confirmed that their therapy was on and working- the issue was resolved. No further complications reported.